Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one (1) tube is a different color. In addition, the customer observed an open package seal where sterility was not compromised and an incorrectly placed label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received three photos for investigation. After analysis of the customer photos, an incorrect stopper is seen in one tube within the package, and the shelf label is folded over itself. A total of 30 retained samples were visually inspected for incorrect stopper color, and all passed the inspection. Additionally, one retained sample of the shelf label was visually inspected for label flaws, and it also passed the inspection. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure modes: incorrect color, incorrect/missing label information and open package/seal. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
E1. Initial reporter addr 1: (B)(6). There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, the stopper of one (1) tube is a different color. In addition, the customer observed an open package seal where sterility was not compromised and an incorrectly placed label. No adverse impact was reported regarding the patient or user.